Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the swg (spring wire guide) unraveled in the catheter, impossible to remove. The catheter and swg were removed immediately. No clinical consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire inserted through a catheter. Visual examination revealed that the guide wire is inserted through the distal lumen and protruding from both ends. The guide wire is unraveled from the proximal weld. The proximal weld was observed at the end of the coil wire. The distal end of the wire protruding was kinked. The catheter was kinked in several locations indicating that the guide wire inserted through it is also kinked. Microscopic examination of the catheter did not reveal any surface defects or damage only signs of use. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. Microscopic examination of the guide wire after removal from the catheter confirmed seven kinks and no offset coils were observed. The kinks were measured at 4.0, 7.4, 12.0, 14.0, 16.5, 36.2, 44.5cm from the distal weld. The broken core wire measured 453mm in length , which is within specification; therefore, no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.809mm using which is also within specification. Other remarks: a manual tug test revealed the distal weld was intact. This kit contains a 0.032" guide wire for use with the catheter provided in the kit. To confirm there were no restrictions within the catheter, a 0.032" long pin gage was inserted and passed through the distal lumen of the catheter. No resistance or defects were found with the catheter. A device history record (DHR) review was performed on the guide wire and catheter and did not reveal relevant findings. The reported complaint of the guide wire unraveled upon removal from the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked and unraveled. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.032") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges that the swg (spring wire guide) unraveled in the catheter, impossible to remove. The catheter and swg were removed immediately. No clinical consequence for the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the spring wire guide and catheter with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of the spring wire guide unravelling in the catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the swg (spring wire guide) unraveled in the catheter, impossible to remove. The catheter and swg were removed immediately. No clinical consequence for the patient.